Manufacturer narrative:
H6 correction annex e code from aneurysm e0501 to e050102 aneurysm expansion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿the long-term progression of aneurysmal disease in common iliac arteries after standard evar and its clinical implications¿ pitoulias ag, chatzelas d, pitoulias mg, politi la, christopoulos dc, lazaridis I, saratzis n, pitoulias ga international journal of vascular medicine 2024 nov 29;2024:4229582. Doi: 10.1155/ijvm/4229582. A.2 & a.3a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ the long-term progression of aneurysmal disease in common iliac arteries after standard evar and its clinical implications¿ the time frame of this study was over a five year period. Multiple manufactures products were implanted. Endurant ii stent grafts were implanted in the patient population. The purpose of this study is to investigate the long-term outcomes of standard elective evar with a variety of last-generation bifurcated aortic endografts in relation with the progression of aneurysmal disease in the cias. The following adverse events occurred: rupture, occlusion , claudication, aneurysm enlargement, intervention no further information was provided pertaining to medtronic products.